Event description:
It was reported that stent-assisted coil embolization was performed for a ruptured fusiform vertebral artery (va) aneurysm. After deployment of the subject stent, the aneurysm wall was ruptured by the micro-guidewire. There is no additional information available.